Manufacturer narrative:
A ge oec service representative investigated the issue and the system was repaired. This issue most commonly is caused by the video controller or image processor pcb. If update information reveals otherwise, an update will be filed. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had image described as "snowy" during use.